Manufacturer narrative:
Changed lot # from 300090961 to 3000080861. Changed serial # from (B)(4) to (B)(4). Lot # should be 3000080861. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. Inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter. We are unable to determine when the kink occurred, however the kink found on the returned device restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # 187422.

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy that the iab failed to fully inflate. A new iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy that the iab failed to fully inflate. A new iab was inserted successfully. There was no reported injury to the patient.